Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cobra grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing procedure, the cobra grasper instrument was found to have a broken tip. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: fragments inside the patient are unknown; no missing material confirmed. Patient has not returned with complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cobra grasper instrument was analyzed and found a piece approximately 17.03 mm x 5.54 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.